Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing recorded as non-sustained ventricular tachycardia (ns-vt) episodes on an interrogation report. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.